Event description:
It was reported that the ventilator during patient treatment changed parameter settings by itself. The patient desaturated and was manually ventilated until another ventilator was connected and therapy could continue. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).